Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the 1/4" tubing line connecting the oxygenator to the myotherm disconnected, causing blood loss. The connection to the myotherm was made by the user, who didn't notice that the tubing had disconnected until approximately 1.5 units of blood had leaked out of the tube. There were no adverse patient effects as a result, but two units of blood were administered to compensate for the loss. Product return is not expected.